Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsaria¿ so unspecified liquid sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the snap connector in the waste line has broken again. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? Yes a squirt. What was the fluid that leaked? Non biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported while using bd facsaria¿ so unspecified liquid sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the snap connector in the waste line has broken again. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? Yes a squirt. 4) what was the fluid that leaked? Non biohazard. 5) did biohazard leak before or after waste line? Before waste line. 6) was the waste mixed with decontamination/bleach? No. 7) was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
After further review is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.